Manufacturer narrative:
H3,h6: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that this issue was tracked through issue tracking record ttp 22800 :"operator manual symbol (iso 7010-m002) not displaying on pendant during bootup" and references to this event have been added to that record. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the executing windows 10 functionality protocol (d00556021) on pr2 for the new mvs computer project. Test step for vvw10f-29. Turn off both the mvs and imaging system. Turn on the mvs and wait for patient information screen to be displayed, then turn on the imaging system and observe the pendant for the symbol. Symbol did not appear. The system would show system booting up screen and then display the press reset button message. The pendant is supposed to show the first progress bar loading with the symbol displayed, and then once the bar is full, it'll show the press reset button message. And tried turning on the mvs first and then the imaging system, imaging system first and then the mvs, both at the same time, with one pendant attached, and with 2 pendants attached. Totaled about 10 tries and only saw the symbol appear twice. Specify that this issue was found internally on system 0876 (pr2). There was no patient involvement.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that fse turned off both the mvs (mobile viewing station) and imaging system. And then turned on the mvs (mobile viewing station) and waited for the patient information screen to be displayed. Afterward, turned on the imaging system and observed the pendant for the symbol, but it did not appear. Instead, the system showed the system booting up screen and then displayed the press reset button message. The pendant was supposed to show the first progress bar loading with the symbol, and once the bar was full, it should have displayed the press reset button message. Then tried turning on the mvs (mobile viewing station) first and then the imaging system, the imaging system first and then the mvs (mobile viewing station), and both at the same time. Also tried with one pendant attached and with two pendants attached. After about 10 attempts, only saw the symbol appear twice.